Manufacturer narrative:
Customer follow up on (B)(6)2019: reportedly, the battery issue was resolved and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose (bg) was 150 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.